Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31180878l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) cardiac ablation procedure with an octaray mapping catheter and during the creation of the post voltage map, while removing the octaray once for sheath change, a small char-like substance was observed adhering to the octaray. The site of occurrence was probably the left pulmonary vein (lpv). Heparin was used as an anticoagulant and activated clotting time (act) value was about 300. There were no problems switching between low/high flow rates. Per the physician, the cause of char is unknown. However, it cannot be ruled out that there may have been contact between qdot and octaray. There were no abnormalities observed prior to or during the use of the product. There was no patient consequence.